Event description:
The facility reported the pump to turn on and off by itself. The hospital representative stated there was no report of pt incident since the last baxter service event. Info was not provided regarding whether or not the reported condition occurred during pt use. No additional contacts were provided.